Event description:
Boston scientific received information that difficulty was experienced interrogating this implantable cardioverter defibrillator (ICD). A message was observed indicating noise was detected and telemetry could not be obtained. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.